Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator became disconnected from ac power, the device stopped working and the patient experienced shortness of breath and difficulty breathing. The patient went to the hospital for medical intervention. In the previous report b2 was omitted. They are reflected on this report. H1 was incorrectly reported as a malfunction and should be reported as a serious injury. It is corrected on this report.

Event description:
The manufacturer received information alleging a ventilator became disconnected from ac power, the device stopped working and the patient experienced shortness of breath and difficulty breathing. The patient went to the hospital for medical intervention. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.